Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed the self test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the self-test wire connecting the two electrodes becoming disconnected. How the wire became disconnected could not be determined. The disconnected self-test wire does not impact the ability of the electrodes to deliver therapy. The pads were scrapped. The customer was sent a replacement. Reports of this nature are typically not considered to have any clinical impact. Analysis for reports of this type has not identified an increase in trend.